Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. No motor error alarm noted. The motor was tested outside of the device and passed. Device had minor scratched display window, scratched case, cracked case at the corner of the reservoir tube window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 595 mg/dl. The customer mentioned other blood glucose values such as 183 mg/dl. The customer treated high blood glucose with injection. The customer reported that the insulin pump had motor error. Troubleshooting was done and reported that they were able to clear the insulin pump and able to rewind the insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The customer was declined to troubleshoot for high blood glucose level. The insulin pump will be returned for analysis.